Manufacturer narrative:
The tech isolated the issue to the head hydraulic valve. He replaced the hydraulic valve to repair the bed.

Event description:
Info received indicates the head section on the bed wouldn't go up.